Manufacturer narrative:
(B)(4)

Event description:
The physician reported treating a patient with a tiny bit of juvederm ultra plus xc to the glabella. The patient initially presented with bruising and the physician recommended ice be applied. Three days later, the patient presented with edema, erythema, and crusted pustules reaching up onto the forehead way outside the injection area. The physician also noted a triangular-shaped "vascular distribution" which the physician stated was not black and determined it was not necrosis. The physician prescribed oral bactrim, oral prednisone and bactroban topically. The physician stated cultures were taken, and were negative. The physician determined the pustules were not herpetic, and believes them to be caused by the juvederm. The patient was treated with botox cosmetic at the same site concomitantly. Further follow-up with the physician noted the ecchymosis has resolved. The lot number was requested but not provided by the physician.